Event description:
When opening disposable "one normo thermic" IV fluid administration sets, staff noted that luer lock connections were opened up. Normally, all luer lock connections are connected and tight. When they are found open, the sterility of the set is questionable.